Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of death and cardiac arrest are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Expiration date. Manufacture date.

Manufacturer narrative:
The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
It was reported that the patient underwent a coronary stenting procedure on (B)(6) 2019. A 2.5 x 15 mm xience sierra stent was implanted in the 2nd obtuse marginal (om2) artery. On (B)(6) 2019, the patient was walking with his wife, when she found him on the ground, deceased. Cause of death was listed as cardiopulmonary arrest, related to coronary artery disease and hypertension. No additional information was provided.